Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system were used. One day after the procedure a 19 mm pericardial effusion (pe) was noted during a transesophageal echocardiogram (tee). There was no with no residual atrial septal shunt. No pericardiocentesis was performed. At the time the pe was noted, the patient was on aspirin and clopidogrel, an anti-platelet blood thinner. Due to the pe, administration of clopidogrel ceased but use of aspirin continued. The patient was discharged from the hospital that same day.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx laa closure device with delivery system were used. One day after the procedure a 19 mm pericardial effusion (pe) was noted during a transesophageal echocardiogram (tee). At the time the pe was noted, the patient was on aspirin and clopidogrel, an anti-platelet blood thinner. Due to the pe, administration of clopidogrel ceased but use of aspirin continued. The patient was discharged from the hospital that same day. It was further reported cardiac doppler ultrasound revealed a circumferential pericardial effusion in the anterior region with an approximate size of 19mm. One day post procedure the patient was asthenic and minimal exudation occurred at the right femoral access site. Two days post procedure the hemoglobin value of the patient was 10.9 g per dl and a hematocrit value of 31.5 percent. After discharge the patient experienced fever and signs of phlebitis of the left upper arm and was administered augmentin 1g. Nine days post procedure, 21 july 2021, the patient was admitted to the hospital and diagnosed with an increased pericardial effusion, fever, and asthenia. The patient was also observed to have a worsening of renal failure which was treated with intravenous fluids and an episode of paroxysmal atrial fibrillation which was treated with intravenous cordarone. Chest x-ray revealed cardiomegaly and aortic calcifications with bilateral pleural effusion. Bilateral basal streaks of reduced ventilation were also noted. Heart computed tomography (CT) and CT coronary angiogram revealed the presence of a moderate pericardial effusion with a level of density denser than water but not clearly hematic. A maximum thickness of the pericardial effusion along the posterolateral profile of the left ventricle measured 26mm. Mild hyperemia of the pericardial layers specifically in the anterior and supracardiac region was noted. Seventeen days post procedure, (B)(6) 2021, the phlebitis was resolved and the vitals of the patient were normal. On (B)(6) 2021 through cardiac doppler ultrasound a pericardial effusion was observed in the lateral region measuring 10mm and inferolateral region measuring 17mm. Initially the pericardial effusion was reported observed via transesophageal echocardiogram, the correct imaging device was a transthoracic echocardiogram.